Event description:
The pt's mother reported that her daughter had been feeling unwell beginning the right of (B)(6) 2012. On (B)(6) 2012, she was taken to the emergency room from school due to a high blood glucose reading (exact measurement at that time was not reported). When she arrived in the ER her bg was 479 mg/dl. She was given a manual insulin and IV fluids and released once her bg was <200 mg/dl with a new pod activated. The mother was concerned about a possible occlusion due to blood.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The alarm mechanism was capable of emitting an audible signal. No alarm was generated during use. Faint bloodstains were found on the adhesive pad, but no blood was observed in or around the cannula. No malfunction or mfg defect that would have restricted or interrupted insulin flow and contributed to reported hyperglycemia was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod."